Event description:
It was reported that after performing a tha (total hip arthroplasty) procedure with a stryker hip navigation system, a revision surgery was required because an inaccurate cup abduction angle was noted. The planned cup angle was 40 degrees abduction, but post procedure x-ray revealed a 65 degree cup abduction angle. The revision was immediately conducted and it was completed without incident. No information regarding the registration was provided, and the x-rays and files from the user facility are not available for evaluation.

Manufacturer narrative:
The serial number of the device is unknown, as a result, it is not possible to determine the manufactured date of the device. It is not possible to determine the cause of the inaccuracy without an evaluation of the files.